Event description:
The customer contact reported that during testing at the user facility, it was noted that the pin was missing from the device mechanism. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing an investigation found the device distal pressure pin was broken off. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.